Event description:
Philips received a report that the quadrature body coil (qbc) seal is constantly coming off. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is damaged it is likely that this could lead to serious injury.

Manufacturer narrative:
The qbc seal that was coming off, was reattached by the customer and the system was handed back to the customer for use. The failure of the qbc seal to remain intact is considered a malfunction. Remedial action: a field action was initiated under 2023-pd-mr-013. A field safety notification was sent to the customers informing them about this potential issue. A field correction is scheduled to be released in q4-2024.